Event description:
It was reported that during the implant attempt, the lead helix required 25-30 turns and there was excessive tension and torque visible in the distal coil. The helix would "pop out" of the housing suddenly. The physician was not satisfied and requested a lead replacement. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.